Manufacturer narrative:
The device has not been received by olympus for evaluation. Multiple attempts have been made to contact the reporter regarding the return of the device, to date, the device has not been received. If the device is returned, a summary of the evaluation results will be provided in a supplemental report.

Event description:
The user facility reported that the device power switch cannot be turned on due to sticking. There reporter stated that the power button got stuck inside and will not work anymore. It was noted that when pushed they will hear it click and if held down the device will power up but if you let it go it will shut down. The reporter stated this occurred during preparation for use so no patient harm or involvement with this report. No additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer regarding the final investigation. After checking the dhrs, the software version up was carried out on january 24, 2013 as a response. It was confirmed that there were no other manufacturing abnormalities, special adoptions, and variations. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on march 20,2013. The legal manufacturer reported that the most probably cause for the reported event is the following: from the date of manufacture (2013/1/24), it is assumed that the power switch was damaged because the operating force and the number of times the power switch was applied exceeded the assumed value. The device was a product prior to countermeasures due to a design change of the power switch. As a result of the confirmation, there are effects (rationale: all of those shipped before november 18, 2013 are considered to be covered because the identified cause is considered to be the cause of the design).